Event description:
It was reported that the device had reached elective replacement indicator (eri) early. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 419688, implantable pacing lead, implanted: (B)(4) 2010; 694758, implantable tachy lead, implanted: (B)(4) 2010; 5076-45, implantable pacing lead, implanted: (B)(4) 2008. (B)(4).